Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had false/unreliable reading of the spo2 and the pleth. They replaced the sensor with a new cable, but the issue was remaining inadequate reading. It was never clear when exactly the false value did appear. It was on several different children with different conditions. There was no patient injury.